Manufacturer narrative:
The customer found that the upper control board needed to be replaced. Per the progressa user manual: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The customer replaced the upper control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head of the bed was going up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).